Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for hemolysis on (B)(6) 2014 with a lactate dehydrogenase (ldh) level of 4742, plasma hgb of 162 upon admission. The patient's urine was noted to be black. There was no change in power or flow. It was reported that the vad readings "never really changed." A ramp study that was performed revealed that the patient's av was unable to close despite changes in speed. It was noted that the patient was not a candidate for a pump exchange and his pump was disconnected on (B)(6) 2014. The patient expired on (B)(6) 2014.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.